Event description:
Treatment of a left ophthalmic saccular aneurysm. A total of five pipelines were used in the procedure. It was reported that the first pipeline was deployed, but lost access with the marksman catheter so it was corked and removed. The second pipeline was implanted with a stenosed section. The third pipeline was stuck in the capture coil and was removed from the patient. The fourth pipeline had placement difficulty and was removed. The fifth pipeline was implanted, but needed balloon angioplasty to achieve full wall apposition (which is an option presented in the instructions for use). It was reported that the patient had right arm weakness and likely suffered some sort of choroidal stroke, but subsequently recovered. Same event as MDR# 2029214-2012-00672.

Manufacturer narrative:
The devices involved in the event will not be returned as they were implanted in the patient.other devices involved in the procedure:model#: fa-77500-18 / lot#: se11-014 / dom: 09/08/2011 / exp: 09/13/2014.(B)(4).